Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) alleging her one touch ultramini meter was prompting an "er5" message. Per the one touch ultramini owner's booklet, this message appears when a test strip is damaged or when the confirmation window of the test strip is incompletely filled. The medical affairs specialist spoke with the patient on july 15, 2008 and obtained the following information. The patient reported that the alleged issue began on an unspecified date in may of this year. As a result of the issue, the patient claimed she discontinued checking her blood glucose, but continued to take her 2 pills of metformin (500 mg/each) every evening with her dinner as specified by her doctor. Sometime after the issue began (date/time unknown), the patient reportedly started to feel "dizzy and clammy." The patient mentioned she treated self with food and reportedly felt better afterwards. At the time of troubleshooting, the customer care advocate (cca) discovered that the patient was using the incorrect testing technique. The cca was able to resolve the issue. Replacement products were sent to the patient. The complaint is being reported because the patient claims, she was unable to test her blood glucose due to the alleged issue and reportedly developed symptoms suggestive of severe hypoglycemia after the reported meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.